Manufacturer narrative:
Investigation summary major bleed : the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Device history lot device lot : 1900426 device history batch sub-component lot : n/a device history review the pump s/n: (B)(6) passed all the post sterile inspection checks.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. During support, bleeding was observed at the insertion site, hemostatic sutures were added, but the area continued to bleed. Medication was adminstered to help control the bleeding. The customer stated that bleeding at the insertion site was controlled. The pump was successfully weaned and explanted, and the patient survived the event.